Event description:
It was reported that during a follow-up visit the patient said they had a pocket revision because one of the leads was "kind of poking out". Follow-up to the physician's office revealed that the patient did have a procedure for a pocket revision. The revision was due to the device having been placed too close to the surface of the skin; the doctor was concerned about the thinness of the patient's skin at implant site creating an under the surface 'poking sensation' for the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-58 lead, (B)(6) 2007; a 5076-52 lead, (B)(6) 2001. (B)(4).